Event description:
It was reported that the device was failing to inflate during initial testing at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
At this time device is not being returned.